Event description:
A customer from (B)(6) reported a false susceptible amoxicillin/clavulanic acid (amc) result for an escherichia coli strain in association with the vitek® 2 ast-n340 test kit. The customer reported that the amc result with the ast-n340 card was susceptible (mic=8), while the disc diffusion was resistant (diameter = 16mm). The customer did not repeat the test. The customer reported that the patient was not impacted as they systematically perform disc testing when the ampicillin and ticarcillin are resistant. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported a false susceptible amoxicillin/clavulanic acid (amc) result for an escherichia coli strain in association with the vitek® 2 ast-n340 test kit. An internal biomérieux investigation was performed. The customer strain was tested from cps subculture as the customer. The reference method (agar dilution, ad), which was the method used for amc development (formulation amc01n) on vitek 2 ast-n340 cards, gave: amc mic = 8/4 mg/l s. The reproducibility testing on vitek 2 ast-n340 cards (cl, 7800529103 and rl, 7800418403) gave : amc mic = 8 mg/l s on the cl. Amc mic = 4 mg/l s on the rl. The customer's susceptible results were reproduced; however, the results are within essential agreement (gap +/- 1 doubling dilution) compared to the reference ad mic without category error. The vitek ast-n340 card performed as intended and no further action is required. Note: on disc diffusion, the customer reported a result r with a diameter equal to 16 mm. The interpretation of this diameter should be susceptible if applying the casfm eucast breakpoints for a urine sample. In-house, the disc diffsuion method was also performed and a diameter equal to 19.5 mm susceptible was obtained.